Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost effective therapy due to the leads had migrated which was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2025 wherein the leads were revised to address the issue. Therapy was restored post-op.

Manufacturer narrative:
A case of migration was reported to abbott. The physician reviewed xrays and informed me that both leads have migrated and the patient is not getting effective stim. Lead was revised and therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.